Manufacturer narrative:
(B)(4). Estimated date of event (reported as incident happened sometime in (B)(6) 2014). Failure to follow steps. This code is used to address the removal of the device with the vessel locator wings open and not using the safety release mechanism. Per the instructions for use- slide the safety release to collapse the locator wings. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath not completely splitting was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar device operates differently than expected-sheath split incidents reported for this lot. The instructions for use under warning states: do not advance or withdraw the star close vascular closure device against resistance until the cause of that resistance has been determined. Per the instructions for use- slide the safety release to collapse the locator wings. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a percutaneous coronary interventional procedure. Reportedly, the sheath did not completely split. The device was removed with the wings open; the safety release mechanism was not used to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.